Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called in about a calibrate now error and a change sensor alarm on the insulin pump. The customer's blood glucose value was 600 mg/dl at the time of the incident. The customer did not indicate hospitalizations or ems being involved in the incident. Troubleshooting was performed and the customer was offered assistance in reviewing sensor best practices but the customer declined. The device will be replaced and returned.